Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) with blood glucose (bg) values that reached over 567 mg/dl. The patient was dizzy and had breathing problems. For treatment, the patient was put on intravenous (IV) fluids and insulin with diagnostic tests being conducted. The pod was worn between 4 and 24 hours on the arm. The pod was discarded, after removal. The patient was discharged after 5 hours.